Manufacturer narrative:
Complaint began with conversation with physician at acog trade show. Doctor explained that he did not place supporting subcutaneous sutures underneath the approx 10 insorb staples used to close. Tah incisions are typically 15-20 cm in length which requires 20-28 staples per the recommended spacing. Unable to evaluate the device. Pt is reported to be doing fine.

Event description:
Following total abdominal hysterectomy (tah) surgery (pfannenstiel incision), pt experienced a would separation. The pt returned to surgery where wound was successfully closed with sutures.